Event description:
The initial reporter stated they received discrepant results for a total of 76 patient samples tested on the cobas 8000 e 801 module. The initial results were reported outside of the laboratory. Samples were re-tested on another analyzer after controls failed. Results from the following assays were affected: the elecsys tsh assay ver. 2, the elecsys estradiol iii assay, the elecsys prolactin assay, the elecsys total psa immunoassay ver. 2, and the elecsys free psa immunoassay. Refer to the attachment for all patient data. Samples highlighted in yellow had amended reports issued. The reagent lot numbers and expiration dates were requested, but not provided.

Manufacturer narrative:
The field service engineer observed leakage at a reagent probe. A valve was replaced. Tubing was also found to be leaking and was replaced. No further issues have occurred since these actions. The investigation determined the service actions resolved the issue.